Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01246 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported infusion set tubing was bent on (B)(6) 2024. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully no further information available.